Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was unable to release from the catheter. It was noted that the clip still hangs onto the stem. The physician had to open and close the clip for two to three minutes to allow the jaw to finally open and remove the clip. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.